Event description:
A us dist contacted zoll to report that a pt experienced two inappropriate defibrillation shocks. Supraventricular tachycardia with motion artifact contributed to the false detections. The pt was conscious and running for the bus at the time of the event. The response buttons were not pressed during the event. Ems was notified of the event, and the pt was taken to the hosp. The pt continues to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Ems was notified of the event, and the pt was taken to the hosp. The pt continues to wear the lifevest. Device eval was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4) - 09/2014 (reuse). Electrode belt sn (B)(4) - 06/2014 (reuse). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.